Manufacturer narrative:
The device was discarded at the facility. The product lot number information was not provided; thus, a review of the manufacturing records was not possible. The device was discarded; consequently, a direct product analysis was not possible. The product instructions for use state that the gore® bio-a® tissue reinforcement is not designed to be a load-bearing prosthesis and is therefore not recommended for the permanent bridging of fascial defects.

Event description:
A very comorbid patient with giant hernia, presented with whole stomach up in chest. Severe shortness of breath due to advanced copd. A gore® bio-a® tissue reinforcement was implanted to repair the hiatal hernia to help improve ventilatory function. The gore® bio-a® tissue reinforcement was placed over hiatal hernia repair with 2 mesh limbs along crurae under significant tension. Fibrin glue + 3/0 vicryl suture were used for fixation along the crural borders and edges of the gore® bio-a® tissue reinforcement. Approximately 2 weeks post implant, the patient developed dysphagia, chest pain with increased white blood cell count and fevers. Chest x-ray showed air-fluid levels in mediastinum. Unclear recurrence of hernia with stomach in chest on x-ray. The patient was sent back to or. The crural repair had completely dehisced, in presence of large mediastinal abscess. A gastroscopy was performed revealing the mesh had eroded into the esophagus. The device was removed.